Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. No excessive no delivery alarms and no motor noise anomaly noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no audio or beep anomaly and no vibrator anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was in the 500 mg/dl range. The customer has been having high blood glucose in the 300 mg/dl and 400 mg/dl range as well due to not hearing her insulin pump alert or alarm. The customer stated that the device was not as loud as it used to be. The patient experienced dry mouth due to the hyperglycemia. She treated via insulin pump therapy. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The device was able to prime without incident. A self test was performed and passed. However, the customer stated that the motor would make a grinding noise during the rewind process. The insulin pump will be returned and replaced.